Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked liquid crystal display (lcd) screen, noisy pump, and wear and tear on the front cover. Functional testing found the lcd screen was cracked from impact. Replaced the printed circuit board (pcb), pump, and front cover. The root cause of the reported issue was found to be customer damage. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lcd screen needs repair. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.